Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "rupture" against unknown side device (sizer). The device was never implanted.

Event description:
Healthcare professional reported, "rupture". Against unknown side device (sizer). The device was never implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, underweight. A microscopic analysis was performed which identify, a striated edge opening. Based on the device analysis, the final assessment is: two striated edge openings on radius side assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against unknown side device (sizer). The device was never implanted.